Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4) implanted: (B)(6) 2019; explanted: (B)(6) 2019. Product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the ins and extension were removed due to infection. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4). Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was a suspected infection, or hematoma in newly implanted right generator pocket. The dbs system was tested and impedances were normal. Antibiotics were prescribed and no details of event related to faulty dbs system per md. The dbs systems was removed due to suspected infection or hematoma. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient is claiming that they sneezed after which he felt something in the area of the battery pocket. Afterward, he developed swelling, bruising, and tenderness in the pocket area. Neurology clinic suspects a hematoma, but is uncertain. They are planning an explant or at least surgical exploration in the next week or so. Environmental/external/patient factors that may have led or contributed to the issue included a sneeze. No diagnostics/troubleshooting done. The issue is not yet resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the infection was present upon inspection, puss was present, redness and tenderness was also present. The device was returned for analysis. This information was confirmed with the physician.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the chest CT originally showed a right chest wall hematoma superficial to the stimulator measuring 7.3 x 3.0 x 11 cm. IV antibiotics zosyn, vancomycin, cefipime, and ceftriaxone were adminis tered on (B)(6) 2019. Laboratory testing was positive for serratia marcescens. The patient underwent deep tissue debridement and placement of wound vac the same day as their device explant. The issue was considered resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Device not analyzed due to the allegation being a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.